Event description:
A physician reported a pt who was skin tested by another physician and has received multiple treatments without event. On 12/10/98, the pt was treated into the right medial canthal area. On 2/1/99, the pt called the office and stated she noticed some redness at the treatment site; onset date on or about 1/25/99. On 2/1/99, the physician noted redness, swelling, and "tenderness" at the treatment site. The physician prescribed motrin. The physician believed the symptoms were a definite hypersensitivity.